Event description:
It was reported patient underwent a revision procedure two years post implantation due to aseptic loosening of the tibia. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: femoral component catalog # 00596401752 lot # 64226461. Articular surface catalog # 00596405010 lot # 65054651. All poly petella catalog # 00597206535 lot # 65341213. Nxg cm flx fm/cm tb/pe/ap pt catalog # 98000250001 lot # unk. H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, b7, d2, g1, g3, g6, h1, h2, h6.

Event description:
It was reported patient underwent a revision procedure two years post implantation due to aseptic loosening of the tibia. During the revision synovitis and osteolysis were noted. It was also noted that the tibial component was grossly loose and had completely deboned from the cement interface. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes provided. Visual evaluation of the returned device shows signs of repeated use but no bone cement remains found. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Operative notes review indicates that the patient underwent a right total knee arthroplasty. The procedure addressed grade IV osteoarthritis, requiring removal of the anterior meniscus and acl. Trial implants demonstrated excellent alignment, balance, and tracking, and final components were placed without intraoperative complications. Further, the patient underwent a revision surgery due to aseptic loosening of the right tibial component. During the procedure, synovitis and osteolysis were observed, and the tibial component was found grossly loose and completely debonded from the cement interface. The femoral component, though well-fixed, exhibited early osteolysis posteromedially. All components except the patella were revised, and final implants were cemented with good alignment and balance. The patient later required an additional procedure, for an arthrotomy and washout due to infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.